Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin reaction with redness, inflammation, swelling, dry skin, rash, drainage, pustules, infection, and discomfort, underneath sensor pod area only. According to the reporter, a healthcare provider (hcp), the patient experienced discomfort immediately after the sensor was inserted but continued to use it. When the sensor was taken off 7 days after the insertion, the patient noted a rash, and the puncture site showed signs of pus. The patient went to the hospital where an incision and drainage was performed, and antibiotics were administered. The patient was discharged on the same day. No data or product was provided for investigation; however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.